Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.

Event description:
It was reported that during a procedure, would not screw in or out and metal shavings were noted coming out of the device into the patient. The shavings were successfully removed and the procedure was successfully completed with the same device. No adverse event was associated. With the device; no further information was provided.